Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 72-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed a hematoma around the access site. Hemostasis was achieved via manual pressure and the patient was provided an unknown quantity of blood to offset the volume loss. Patient support continued following the intervention.